Manufacturer narrative:
(B)(6).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2024. On (B)(6) 2024, upon sensor pod removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin. The patient developed an abscess at the insertion site. On (B)(6) 2024, the patient consulted a physician who prescribed an oral antibiotic medication (azithromycin unspecified dosage, two tablets the first day and one tablet every day after). The patient confirmed there was no diagnostic procedure or treatment provided during the visit. At the time of report there was still an abscess at the insertion site, but the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.